Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In the bone & joint journal vol 100-b no. 8, "the exeter v40 cemented femoral component at a minimum 10 year follow-up: the first 540 cases," it was reported that "one vancouver b1 (femoral fracture)...treated with open reduction and internal fixation."